Event description:
It was reported that the non-boston scientific right ventricular (rv) lead exhibited high, out-of-range shock impedances of 150 ohms. The device and non-boston scientific leads remain in service. No adverse patient effects were reported.